Event description:
The customer reported that during a routine check of the unit, a system failure alarm was generated and error message #52 (driver transducer offset failure) was displayed. No pt was involved.

Manufacturer narrative:
During the initial evaluation, the fse observed various codes: # 50 (device transducer offset failure), 53 (shuttle transducer offset failure only at start up) and 50 (motor speed out of precertifications). The company subject matter experts reviewed the alarm logs and the pictures sent from singapore office and suspected the reported event is possibly due to saline fluid damage. The company rep replaced the motor control board 0670-00-0668), front end board (part number 0670-00-0668) and absolute transducer (part number 0682-00-0076-01). (B)(4).